Event description:
It was reported that the patient experienced an scs lead migration on one of their leads causing ineffective therapy. The patient underwent surgical intervention on (B)(6) 2023 wherein both of the patient's scs leads were explanted and replaced with a penta paddle lead and the patient's ipg was electively replaced. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000050000. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.